Event description:
The pt's right eye was measured with this unit and after the lens implantation, pt vision was +1.75. A lens exchange was performed on 7/23/97 and pt post-operative vision was then -1. The lens exchange was successful.